Event description:
A customer contacted beckman coulter, bec, to report ongoing glucose modular (glum) imprecision issues on their unicel dxc 800 synchron clinical system. The customer stated that they obtained an erroneous glum result of 140mg/dl and critical rerun was 126mg/dl. Customer indicated that they are not sure what result was reported outside of the laboratory. The patient sample was then immediately rerun for glucose on their other instrument and the repeated results were 114mg/dl and 115mg/dl. The glum result was amended to 114mg/dl. Customer had been running glum in the critical rerun mode for all samples. There was no change of medication; no death or injury was associated with this event.

Manufacturer narrative:
Customer runs qc every 4 hours and indicated that they had no problems with calibration and qc recovery prior to the event. Per customer, qc was within specifications after the event. This has been ongoing issue with glum at this customer site. A glum module and other hardware were replaced (reagent lines, mc sample probe and line, and t-valve) on previous service call. A field service engineer (fse) had left a new glucose electrode with the customer when the glum module was replaced. After this event, per hotline request, the customer installed the new electrode on their instrument and this resolved the glucose issue until the customer called back to hotline on (B)(6) 2013 with continued issues and filed another complaint. Failure mode is unknown for this event.

Event description:
Based on the follow-up with the customer, it has now been determined that this customer runs 800-900 samples a day on the unicel dxc 800 synchron clinical system, but continues to base their maintenance schedule on the standard 400 samples a day as described in the instruction for use (IFU). A field service engineer (fse) also observed a slimy build-up inside the glucose module cup indicating a pre-analytical sample handling issue along with high sample volume handling. This instrument is on an automation line and the customer never observes the sample integrity of each tube prior to it loading onto the instrument for processing. The customer has admitted that cleaning blood clots/fibrin from the modular chemistry (mc) sample probe or replacing the probe resolved the issue. Failure mode of the imprecision issues is the customer use error due to sample integrity preanalytical issues and instrument maintenance frequency does not represent the high sample throughput on this instrument. "Reference: chapter 9 maintenance, overview, IFU labeling a13914af april 2010; basic laboratory practice, the maintenance frequencies established in this manual are based on processing approximately 400 samples/day. The number of samples processed by the system, combined with the nature of the samples, may require the stated maintenance frequencies to be adjusted in some laboratories. IFU labeling a13914af april 2010, volume 1, safety notice, fibrin clots precautions, samples should be free of all visible fibrin. Clots could coat or plug the sample probes, flow cell, chemistry modules, electrolyte injection cup (eic), or cuvette wash station leading to instrument malfunction and/or short sampling". Although the electrode was returned to beckman coulter for investigation, it is not the failure mode.

Manufacturer narrative:
Beckman coulter is providing an addtional information for MDR #: 2050012-2013-00045, (B)(4). Based on the follow-up with the customer, it has now been determined that this customer runs 800-900 samples a day on the unicel dxc 800 synchron clinical system, but continues to base their maintenance schedule on the standard 400 samples a day as described in the instruction for use (IFU). A field service engineer (fse) also observed a slimy build-up inside the glucose module cup indicating a pre-analytical sample handling issue along with high sample volume handling. This instrument is on an automation line and the customer never observes the sample integrity of each tube prior to it loading onto the instrument for processing. The customer has admitted that cleaning blood clots/fibrin from the modular chemistry (mc) sample probe or replacing the probe resolved the issue. Failure mode of the imprecision issues is the customer use error due to sample integrity preanalytical issues and instrument maintenance frequency does not represent the high sample throughput on this instrument. "Reference: chapter 9 maintenance, overview, IFU labeling a13914af april 2010; basic laboratory practice, the maintenance frequencies established in this manual are based on processing approximately 400 samples/day. The number of samples processed by the system, combined with the nature of the samples, may require the stated maintenance frequencies to be adjusted in some laboratories. IFU labeling a13914af april 2010, volume 1, safety notice, fibrin clots precautions, samples should be free of all visible fibrin. Clots could coat or plug the sample probes, flow cell, chemistry modules, electrolyte injection cup (eic), or cuvette wash station leading to instrument malfunction and/or short sampling". Although the electrode was returned to beckman coulter for investigation, it is not the failure mode.